Event description:
The patient received his scs receiver on (B)(6) 2005. It was reported his transmitter can no longer communicate with the receiver. As a result, the patient was sent a battery and a battery charger. The patient is unclear if the replacement devices have resolved his issue. He plans to meet with an sjm representative for clarification. Attempt to gather additional information was unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.